Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that during a stereotactic breast biopsy, after the first sample attempt was made the biopsy instrument was unable to be removed from the breast. The tissue around the needle was cut to free the device from the breast. The pt reported the procedure to be painful and was presented to the emergency department the following day with discharge from the biopsy site. Suture was placed in the biopsy site. The current status of the pt is unk.